Event description:
It was reported that the bd plastipak¿ concentric luer lock syringe leaked during use while drawing up anti-cancer medication from the vial. This complaint was created to capture the 2nd of 2 related incidents. The following information was provided by the initial reporter, translated from french to english: "another incident this afternoon, a new leak, which prevented us from taking the entire anti-cancer vial and forced us to sterilize and then open a new vial for only a few millilitres".

Manufacturer narrative:
H.6. Investigation: no photos or physical samples that display the reported condition were available for investigation. A device history review was performed for the reported lot 1907257, no deviations or non-conformances were identified during the manufacturing process that could have contributed to this issue. Ten retained samples of lot 1907257 were used for additional evaluation. The product was visually inspected, no defects or damage was noted, the stopper was properly assembled to the plunger, and no leak was identified. Based on the available information we are not able to determine a root cause at this time.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd plastipak¿ concentric luer lock syringe leaked during use while drawing up anti-cancer medication from the vial. This complaint was created to capture the 2nd of 2 related incidents. The following information was provided by the initial reporter, translated from french to english: "another incident this afternoon, a new leak, which prevented us from taking the entire anti-cancer vial and forced us to sterilize and then open a new vial for only a few millilitres."